Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated during servicing and a condition of a cosmetic defect was observed. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service a cosmetic defect was observed. The device was not being used during surgery. It is unknown if injury or medical intervention had occurred. There was no additional information provided.